Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with an original packaging box that matches the returned sample. The sample was returned in a cardboard box and was loosely packed in the original carton. The one-way valve was tethered and connected to the short driveline tubing. The sample was returned without a sheath. Upon return, the iabc bladder was partially unwrapped. The proximal end of the bladder was unwrapped, but the distal end was noted wrapped. Dried blood was noted on the exterior surfaces of the sample. No other visual damage or abnormalities were noted to the returned sample. The bladder thickness was measured at six points with measurements ranging from 0.0063in-0.0068in. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. Blood exited. The iabc was connected to an iabp with a lab inventory 40cc inflation driveline tubing. After the pumping was initiated, the iabc bladder was noted not fully inflating/unwrapping, and the appearance was consistent with being stuck near the distal tip. High pressure alarms were triggered. The iabc was leak tested. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. A corrective and preventive action has been initiated to further investigate the issue. The reported complaint that the "balloon failed to achieve full inflation" is confirmed. During the investigation, the returned iabc bladder did not fully inflate near the iabc distal tip during the pump testing. No leaks were detected during the leak test. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder not fully inflating. The probable root cause of the complaint is manufacturing related. A corrective and preventive action (CAPA) has been initiated to further investigate the issue. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "while the balloon catheter was being positioned in the patient, the balloon failed to achieve full inflation". As a result the iab was removed and replaced. No patient harm or injury. The patient status is reported as "fine".